Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer's blood glucose level was 167 mg/dl. The customer change the cartridge and syringe needle and was able to successfully resume insulin delivery.